Manufacturer narrative:
Zimvie complaint number (B)(4). D4: unique identifier (UDI) number: not available. G4: premarket identification: k101880.

Event description:
It was reported that the abutment/mount (fmt) hex fractured inside the implant. It was impossible to remove it from the implant and the implant was removed. Procedure delayed 1 year: implant removed, graft performed, another implant placed and new prosthesis placed. Bone loss was also reported. Tooth location 16.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) tsvmwb10, (imp, tsv, mcol mg,4.7mm,10m) for evaluation. Visual evaluation was performed, the implant had bone debris on its external threads. Damage to the implant was identified. The implant was trephined. There was a fractured mount hex stuck inside the implant. Device history record (DHR) review was completed for the subject lot number 63089062. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 63089062 for similar events and no other complaint was identified. Review completed utilizing keywords: dental: functional: fracture: mount and dental: medical: bone loss: based on the investigation and risk management file review, the most likely root cause determined from the investigation was customer error and patient factors. Investigation for bone loss: a summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Therefore, based on the available information, a device malfunction did occur. There was a fractured hex stuck inside the implant. The reported fracture event was confirmed. Bone loss is a medical condition and is non-verifiable with the information provided. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.